Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. Unable to verify excessive no delivery alarm test due to prime anomaly. Displacement test passed.

Event description:
It was reported that the insulin pump has alarmed multiple times. The blood glucose reading is 115 mg/dl. During troubleshooting, the rewind process was perform. Customer programmed a normal bolus, the bolus amount was recorded in the bolus history. Customer stated the temp basal was not programmed before the alarm occurred. Advised the customer that the insulin pump will be replaced. Nothing further reported.